Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that a fixation attempt was made in mid ventricle on the septum, however, no impedance rise was noted. The physician decided to reposition lower on the septum, but when exposing the rvlp, the device spontaneously released and went off into the outflow track and into the pulmonary artery. When reviewing the delivery catheter, the tethers were noted to be in aligned position. The rvlp was retrieved and new delivery catheter and rvlp were used to complete the procedure.